Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
It was reported that the device was used on a patient since 2006. In 2007, patients father found that the dome was detached from the tube. Pt was warded for 2 days and discharged by doctor to observe pts stool for detached dome. Pt passed out the dome on the following month.